Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if an additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus rigid scope had a broken retaining pin. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the probably cause of the reported event was most likely attributable to excessive force and the rust formation due to improper reprocessing. Olympus will continue to monitor field performance for this device.